Event description:
Reportedly, after more than 7 years of implantation, the device could not be interrogated and no reaction was observed during the magnet test. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.